Manufacturer narrative:
Device received for analysis but not yet performed. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device is overheating. There was no patient impact.